Event description:
There was no patient involvement.

Manufacturer narrative:
Additional information provided: b.5 & h.6.

Manufacturer narrative:
The reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the bezel post recall was identified by the service depot and was found to be recall affected, the bezel was replaced. Service determined the proximate cause of the ail replacement was the result of a recall, the ail was affected and replaced.

Event description:
The device was found to be damaged.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.